Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod was worn on the patient's back for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, causing fluid to leak from the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.